Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed that the batteries quickly discharge after the interface (umbilical) cable is unplugged. The x-ray batteries also do not hold a charge under load. The representative replaced the motion and x-ray batteries. The charger boards checked out fine. The issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A site biomed representative reported that while outside of a procedure, while transporting the imaging system, the system shuts down and can no longer use the motor. There was no patient present when this issue was identified. The system is functional when it remains plugged in. No additional information was provided.